Event description:
The customer reported to olympus, the colonovideoscope bowden cable is torn. There were no reports of patient or user harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable event was found: air/water tube and jet tube had foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, in addition to the reported in b5, the device evaluation found the following: due to wear of scope cover packing, water tightness is lost, air/water cylinder has discoloration, suction cylinder has discoloration, air/water cylinder has foreign objects, due to burn on plastic distal end cover, insulation resistance value at distal end does not meet the standard value, due to a cut on angle wire, bending section cannot be bent in left direction at all, jet tube has foreign objects, air/water tube has foreign objects, objective lens has a crack, light guide lens has a crack, connecting tube is snaking, connecting tube has a scratch, universal cord has a wrinkle. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the auxiliary water channel, air/water channel, and air/water cylinder could not be identified. However, it¿s likely the cause is related to leakage occurring from the s-cover packing. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.